Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. Functional testing could not be performed because of the "call tech support" error; however, the data log was able to be retrieved. A review of the data log did not find any error related to the customer complaint. The receiver was opened for further investigation. An interior inspection was performed and confirmed the reported event of an overheating receiver. The root cause was determined to be a defective component in the main printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver was overheating. No additional event or patient information is available.